Manufacturer narrative:
The hillrom technician found the communication cable needed to be replaced. Per the hillrom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Test all sidecom features (radio, tv, light, entertainment, and nurse call functions) for proper operation. Inspect the communication cable. Inspect the cord for cuts, nicks, or breaks. Inspect the male pins and female receptacle in the connecting plug. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in august 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the hillrom service technician stating the communication cable was missing pins and not placing a nurse call signal. The bed was located in the women & children unit at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).